Event description:
A physician was using a gel mark during a biopsy procedure. She deployed the gel mark pellets, turned the mammotome probe and started to remove the applicator from the probe, when she experienced resistance. When she pulled the applicator out of the probe, she noted that the tip of the applicator had sheared off. The tip was found in the mammotome probe. There was no pt. Adverse effect.